Event description:
It was reported that pocket erosion and infection had occurred. The implantable pulse generator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note the initial regulatory report for this reportable complaint was submitted on 2013 (B)(4) under manufacturing report number 2649622-2013-08033; however, this was identified as a duplicate report and as a result the report requires redaction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5076-58 implantable pacing lead implanted: (B)(6) 2003; 8042b implantable pulse generator (ipg) implanted: (B)(6) 2010; 5076-52 implantable pacing lead implanted: (B)(6) 2003. (B)(4).